Event description:
The suspect device result was 81 mg/dl. The user had slurred speech and was weak. They collapsed and emergency medical technician were called. The emergency medical technican checked pt's glucose and the level was 61 mg/dl. They were treated with liquid glucose and taken to the hospital. Controls were not used. The device was replaced and requested to be returned for evaluation.